Event description:
As reported by the field clinical specialist (fcs), approximately 10 years and 10 months post transfemoral tavr procedure with a 29 mm sapien 3 valve, the valve is now failing due to stenosis. Post-dilation was performed using a 26 mm true balloon to address the under-expansion of the 29 mm sapien 3 (s3). The delivery system and esheath+ were prepared in advance in case leaflet tearing occurred following the 26 mm non-edwards balloon post-dilation. Per feedback from the fcs, the gradient was 14 mmhg, and the valve area/index was 1.0 cm2. Thickened tissue was observed, causing fixed severe obstruction at the outflow of the tavr frame - possibly due to thickened or fibrotic savr leaflet overhang, pannus, or a combination of both. The perceived root cause of the stenosis was an under-expanded 29mm s3 valve. The patient remained stable and was discharged two days post-procedure. Patient-related factors, including a history of endocarditis and progression of valve disease, may also have contributed to the stenosis. Per report, the cause of the stenosis was thought to be an under expanded s3 and possibly thickened/fibrotic savr leaflet overhang, pannus or a combination, causing fixed severe obstruction at the outflow of the tavr frame.

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with the use of bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention, or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest/indicate that the cause of the stenosis could have been due to patient factors (history of endocarditis, and progression of the patient's valve disease). Per report, the cause of the stenosis was thought to be an under expanded s3 and possibly thickened/fibrotic savr leaflet overhang, pannus or a combination, causing fixed severe obstruction at the outflow of the tavr frame. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.